Event description:
Boston scientific received information that this device battery was exhibiting an extended charge time of greater than 24.6 seconds. The health care professional (hcp) were unhappy with the higher than expected charge times, and this device has not yet declared elective replacement indicator (eri). To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted over three years later for normal battery depletion and returned for analysis.